Event description:
The customer contacted stryker to report their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation determined the user interface pcba was the cause of the reported issue. The customer has been provided with a repair plan but they have not pursed repair at this time.

Event description:
The customer contacted stryker to report their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.